Event description:
An optometrist reported that a pt experienced stage 1 dlk (diffuse lamellar keratitis), after lasik surgery, which was treated postoperatively with medication. No pt symptoms were reported. Follow up information received showed trace dlk was noted for both eyes. This is the first report of two, referencing the right eye of the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).